Manufacturer narrative:
At the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting similar product criteria. The product reported in this report is an exported device not cleared or approved for marketing in the u. S. The complaint is being reported based on this product meeting similar product criteria (similar to v-trak hydrosoft 3d, 510(k): k161367). A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during an embolization procedure, the coil was unable to advance in the microcatheter. The pusher had prematurely separated inside the microcatheter while in the patient. The coil system was removed from the patient and found that the pusher component had separated from the coil. No coil components were left in the patient. A new coil was used, and the procedure was successfully completed. There was no patient injury and no medical intervention required. The patient¿s condition was reported as no health damage.